Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited no disposable tubing error and air in line. Per patient, air bubbles were present in the tubing on cassette. The patient was instructed to massage tubing and gently tap on hard surface until all air bubbles are gone, re-attached cassette, un-clamp line at port and powered on pump, but the error persisted. Pump was powered off and on again, but the error continued. No patient consequences were reported. No adverse effects were reported.